Manufacturer narrative:
Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) indicated for non-malignant pain. It was reported that the patient was hurting really badly. The battery in the chest seemed to have slipped down in the pouch and the leads above and below the eye had pulled back 1-2 centimeters as a result. Stimulation was painful and ineffective, and the patient was back to 9 out of 10 of pain. The patient was at the healthcare professional¿s (hcp) office and the hcp wanted the leads reprogrammed before they did a revision. The patient couldn¿t seem to get ahold of a manufacturer representative (rep). There were no falls or trauma that could be related. The patient didn¿t know what caused it. No further patient complications were reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.